Manufacturer narrative:
During a preventive maintenance visit at the customer site an arjo service technician noticed a mechanically damaged power cord and scorch marks on the enterprise 5000x bed power cord plug. No patient involvement and no injuries were reported. Based on information gathered, the arjo technician assessment and photographic evidence provided, it appears that the scorch marks on the plug resulted from a mechanically damaged mains lead. The most likely scenario is that power cord damage ensued due to excessive external force or friction applied to the power cord (for example being caught in moving parts of the bed). According to the instruction for use enterprise 5000x (e5x) (746-577-en_14): - "make sure the power supply cord does not become entangled with moving parts of the bed" - "visually check power supply cord and mains plug" - this activity is to be done by the caregiver weekly. Arjo device failed to meet its performance since the power cord and it's plug were damaged. There was no patient in the bed at the time of the event. This complaint was deemed reportable due to scorch marks on the bed plug caused by the damaged power cord.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Event description:
During a preventive maintenance visit at the customer site an arjo service technician noticed a mechanically damaged power cord and scorch marks on the enterprise 5000x bed power cord plug. No patient involvement and no injuries were reported.